Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented via a remote transmission, increase in the right ventricular pacing lead impedance and capture threshold were observed. Insulation break was suspected. The lead was capped and replaced.